Manufacturer narrative:
The device was returned to the manufacturer and the reported failure was confirmed. The rotor assembly was found to be corroded. The DHR review indicated the device passed all testing and inspections as required at the time of manufacture; there were no relevant non-conformances, alerts, deviations, or rework. There were no relevant design/process changes related to this confirmed failure.

Event description:
It was reported that the drill's handle was heating up. Another device was used to complete the procedure. There were no adverse consequences.